Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an appointment with a healthcare professional (hcp) on (B)(6) 2017 and some adjustments were made, but four bars is the highest it will go. It was noted that the recharging issue and slow movement had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_recharger_acc, product type: recharger.

Event description:
The patient reported poor coupling on the implantable neurostimulator recharger (insr), and that they have had recharging/coupling issues since implant on (B)(6) 2017. Prior to the call the patient attempted repositioning the antenna/turning the dial. An antenna locate was then attempted which did not resolve the issue and resulted in a fluctuation between 60-62. The ins was checked and confirmed to be on, with the battery level flashing in the next quartile at 50%. The patient has also had slow movement as of 1-2.5 months prior to date notified. A follow up appointment is scheduled for (B)(6) 2017. The patient's indication for implant is dystonia and movement disorders.